Event description:
It was reported that this right atrial (ra) lead exhibited high pacing impedance out of range. Also, it was reported that the patient had fell a couple of months prior and it was confirmed through an x-ray that this lead was fractured. Furthermore, this ra lead was surgically abandoned and a new lead with the same model was implanted. No additional adverse patient effects were reported.